Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy. The patient was experiencing an af rhythm with rvr, and initial diagnosis of the episode showed svt. Programming change was recommended.

Manufacturer narrative:
No medwatch form was received.